Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). Premature battery depletion was in question.